Manufacturer narrative:
This file was opened to document the issue that was reported. No further investigation of this event is possible at this time. No log review could be performed since no device or logs were returned to cad. No testing could be performed since no device was returned to cad for investigation. The root cause of the customer¿s complaint that norepinephrine infusion line and fentanyl infusion line were associated to the wrong pump module was determined by the customer to be workflow related.

Event description:
It was reported the staff observed that the IV tubings crossed. Norepinephrine and fentanyl infusions were associated to the wrong pump modules. The clinician thought fentanyl infusion was stopped and did not realize that it was norepinephrine that was stopped. Patient's blood pressure continued to rise, there was an unknown delay in the treatment of hypertension, and patient was transferred to higher level of care. The event occurred when the facility began implementing the IV pump device interoperability with their electronic health record (ehr) system called "epic". It was noted that the event was determined to be a workflow related on the end user side. The workflow was described by the user in the following sequence: scan patent's barcode, scan medication barcode, scan IV pump device, send order details to device, start device, and complete task on computer.

Manufacturer narrative:
The device was not sequestered by the customer. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the reported failure was not identified. Patient information was requested but not provided.

Event description:
It was reported that the staff observed the IV tubing to be crossed. Norepinephrine infusion line and fentanyl infusion line were associated to the wrong pump module. The nursing staff thought they stopped the fentanyl infusion when in fact they stopped the norepinephrine and did not realize that it was stopped. Patient's blood pressure continued to rise, there was an unknown delay in the treatment of hypertension, and patient was transferred to higher level of care. The event occurred when the facility began implementing the IV pump device interoperability with their electronic health record (ehr) system called "epic". It was noted that the event was determined to be a workflow related on the end user side. The workflow was described by the user in the following sequence: scan patent's barcode, scan medication barcode, scan IV pump device, send order details to device, start device, and complete task on computer.